Manufacturer narrative:
Analysis on the returned green tracker resulted in a physical damage failure being found through functional testing and visual/physical examination. Analysis stated that, one of the side tabs is broken at the tip causing the reported loose fit for inserted instruments. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the instrument trackers were bad upon receiving. The violet track is missing a sphere post and the green tracker has loose locking mechanism so instruments are not staying properly attached. There was no patient present when this issue was identified.